Manufacturer narrative:
A ge representative evaluated the system, but has not reported on the results of the evaluation.

Event description:
Customer reported the system is locking and unlocking. No further information was available. No patient injury was reported.